Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while the surgeon was using the device, the toggle suture was not lining up, and it was getting stuck. There was no patient harm.